Event description:
It was reported by the customer "we had a needle that was difficult to remove using the safety mechanism. The rn was able to engage the safety mechanism once out of patient. Needle did have a ¿scraping¿ type sound/feel upon pulling it back to lock needle. No patient harm just uncomfortable for the patient. Did not interrupt the administration of any medication or cause clinically significant delay."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.